Manufacturer narrative:
(B)(6). (B)(4). Additional manufacturer narrative - as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that a single stent (i.e. Taxus liberte stent 2.25 x 20 mm) was placed to cover lesion located in r-pda. This is a correction from the original report, which states two stents were used. It was also further reported that the target lesion in the r-pda had a length of 3mm, correcting the original report which stated the length was 5mm in length. Also, the patient was discharged from the first intervention of the staged procedure on the same day on aspirin and prasugrel.

Event description:
(B)(4). Same patient as: 2134265-2010-02062, 2134265-2010-02063. Same case as: 2134265-2010-02271. It was reported that post a coronary artery stenting treatment procedure, stent under-expansion occurred. In (B)(6) 2010, it was noted that the physician implanted 2 taxus liberte stents in the right posterior descending artery (r-pda) and 2 taxus liberte stents in the right coronary artery (rca). Lesion 1 was 95% stenosed located in the r-pda, 5mm long with a reference vessel diameter of 2.5mm. Predilation was performed and a 2.25x20mm taxus liberte stent was implanted in the lesion. Post-dilation was performed with 0% residual stenosis. Lesion 2 was 75% stenosed located in the r-pda, 8mm long with a reference vessel diameter of 2.5mm. Predilation was performed and a 2.25x20mm taxus liberte stent was implanted in the lesion. Post-dilation was performed with 0% residual stenosis. Lesion 3 was 75% stenosed located in the distal rca, 8mm long with a reference vessel diameter of 3.5mm. The lesion was treated with direct stent placement and a 3.5x12mm taxus liberte stent. Residual stenosis was 0%. Lesion 4 was 80% stenosed located in the mid rca, 15mm long with a reference vessel diameter of 4.0mm. The lesion was treated with direct stent placement and a 4.0x38mm taxus liberte stent. Residual stenosis was 0%. In (B)(6) 2010, the patient returned for stent placement within the left circumflex (lcx). Lesion 5 was 80% stenosed located in the 2nd obtuse marginal (om), 7mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with direct stent placement and a 2.50x16mm taxus liberte stent. Post-dilation was performed with 0% residual stenosis. Post-stent deployment intravascular ultrasound (ivus) revealed stent under-expansion. An intervention was performed with post-dilation of a non-complaint balloon. Lesion 6 was 75% stenosed located in the 2nd obtuse marginal (om), 8mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with direct stent placement and a 3.0x24mm taxus liberte stent. Post-dilation was performed with 0% residual stenosis. Post-stent deployment intravascular ultrasound (ivus) revealed stent under-expansion. An intervention was performed with post-dilation of a non-complaint balloon. Angiography provided sufficient information. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Update - other relevant history, relevant tests/lab data correction: describe event or problem. (B)(4).